Event description:
Coiling of an un-ruptured 14mm aneurysm. It was reported during repositioning of the coil in the aneurysm, the coil stretched. Upon withdrawal of the device, the coil broke and was successfully retrieved with a microvena snare. No complications were reported to have occurred with the pt as a result of this event.